Event description:
The pt reportedly experienced loss of lock with his implant. External equipment has been exchanged. However the problem was not resolved. Surgery to explant the patient's device will be scheduled.